Manufacturer narrative:
Investigation conclusion:investigation pending.

Event description:
It was reported patient was receiving unspecified error messages and an unexpected high inratio value. Patient's therapeutic range 2.0 - 3.0 on (B)(6) 2016 inratio inr = >7.5. Historical value - on (B)(6) 2016 inratio inr = 2.1. Patient possibly has either a kidney infection or a bladder infection.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a laboratory comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 378770a meets criteria. The product performed as expected. A review of the manufacturing records for lot #378770a did not uncover any non-conformances. Lot met release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.